Event description:
The manufacturer received a voluntary medwatch alleging a patient was smoking a cigarette while using a millennium oxygen concentrator, igniting a fire in her apartment. The patient received burns and was hospitalized. The device is not returning to the manufacturer for evaluation. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke or allow others to smoke or have open flames near the concentrator when it is in use."